Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, cylinder leakage.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the serialized exhaust tube of the pump. Testing revealed these not to be sites of leakage. Crease marks were observed in the bladders of cylinder 1 and 2. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with the pump or cylinders 1 and 2. The information received indicated cylinder leakage, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 777096. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.